Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that during surgery on (B)(6) 2022, the specialist asked for a guide wire, and hit it with a hammer to visualize the head of the screw. This action caused the tip of the guide wire to break. The specialist then asked for instruments from the broken screw set. The trephine was assembled in the spare part and in the t handle, after burying the trephine I the bone, he proceeded to trephine with a motor, making the trephine channel full of bone and a piece of the screw. Attempts were made to release these two pieces without success, since they were backwards with the bone inside. This report involves one 4.0mm centering pin 400mm. This is report 1 of 2 for (B)(4).